Manufacturer narrative:
The service technician inspected the bed and found the siderail latch release cover was missing. He replaced the latch cover to repair the bed.

Event description:
The complainant stated that a patient was being transferred from the bed to a chair and the nurse's aid noticed blood on the patient's leg. Patient received stitches. The complainant stated that the patient's leg may have been caught between the siderail and the latch release.